Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 400 mg/dl and ketones. Ketone level identified as life threatening by healthcare provider; cause of bg not known. The customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU). Bg was treated with intravenous fluids of insulin and saline. Reportedly, treatment resolved the issue and the customer had no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended. Multiple follow attempts were made by tandem customer technical support (cts) to acquire the ICU release date, however, no response was received.